Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event include (1) the device may have come into contact with another metal object or hard surface which could have caused the adhesive to become detached. (2) insufficient saline flow to the tip of the wand to ensure intended functionality. There are no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that either plastic coating or metal came off the tip of the ambient super turbovac 90 wand during use. The surgeon expressed concern about a third body particle being left in the patient. The procedure was successfully completed using the same wand and no patient complications have been reported.